Event description:
During the service investigation of an unrelated deficiency, a reportable event discovered. Electrode belt (B)(4) was found to have a broken wire in the distribution node. The last pt to use this electrode belt did not report this deficiency.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. During servicing, it was found that the blue wire on therapy electrode pad 2 was broken. The root cause of the broken wire cannot be positively identified. The last pt to use this belt did not report this deficiency. No evidence of an open circuit condition can be found in the most recent download. No adverse event resulted from the broken wire.